Manufacturer narrative:
The manufacturer is still waiting for the arrival of the device.

Event description:
The initial reporter contacted zyno medical on 01/26/2018 regarding a device repair due to a flow issue: "the pump is allowing back flow into primary bag when running". Zyno medical was also able to get in touch with a nurse at the user facility and obtained the response from the clinical manager: "it has nothing to do with a secondary line. Since we are using only a primary tubing the pump is actually pulling fluid the wrong way...it pulls back into the primary line instead of pulling down to the patient". The date of occurrence was confirmed as (B)(6) 2018. No patient injury or harm was reported to zyno medical.

Manufacturer narrative:
The reported backward flow issue was not confirmed. The device was found to have a flow rate accuracy outside of the +/-5% specification. In addition, the device failed the pressure test, had a drip sensor nuisance alarm and an lcd display issue; none of which is related to the reported issue. The device was repaired, recalibrated, and tested to meet all specifications on (B)(6) 2018.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2018-00022).